Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that a boston scientific representative was contacted to turn off this device as this patient is do not resuscitate (dnr). Device interrogation revealed a fault code (fc) 1003. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The physicianis aware of the issue and did not take action due to dnr. This product issue will be updated if addtional information is received.